Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user error, improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The light guide connector was detached. In addition, the internal lens was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer that the telescope¿s light guide connection was damaged. The event occurred during preparation for use. The unspecified therapeutic procedure was completed. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: detachment of the light guide connector.